Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the health care provider reported that 50 patients continued to be followed after the implantation. It was reported that one patient had the device explanted due to worsening of condition. The total device explantations at the site were 8 patients. Seventeen (17) patients who signed consent were screen fails due to various reason from no insurance coverage to patient changed their mind. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was an end of life and a failed maximal medical therapy for refractory idiopathic gastroparesis. Total gastrectomy was discussed. The cause of the device removal due to worsening condition was end of life and the device no longer functioning. There was a report that the patient was doing fantastic. It was reported that the patient had multiple hospitalizations with a new gastric pacer and jejunostomy. The patient had nausea and gastroesophageal reflux disease (gerd). It was reported that the patient had severe gastritis and severe motility disorder. Explant of the device was on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.